Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Three weeks following an atrial fibrillation ablation procedure, the patient was hospitalized for unknown reasons. Further information has been requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Three weeks following an atrial fibrillation ablation procedure, the patient was hospitalized for unknown reasons. Further information has been requested but is not available.